Manufacturer narrative:
The initial driveline infection event occurred on (B)(6) 2019 and is captured under MFR #2916596-2019-04202. Approximate age of device- 7 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was re-admitted for ongoing driveline infection on (B)(6) 2019 with chills. The patient was treated with vancomycin and zosyn in hospital, and discharged again on (B)(6) 2019. On (B)(6) 2019, the patient was still tested positive culture for pseudomonas. The infection is now resistant to levoquin. There is no option for oral chronic prophylactic antibiotic. The patient will continued to be monitored as outpatient basis.